Event description:
It was reported that the customer experienced high blood glucose, though the exact level was not recalled. There was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support advised the customer to consult their healthcare provider and to contact technical support for troubleshooting if a high blood glucose event reoccurs.